Event description:
Excruciating onset of pain/pain was nothing like the last shot that she had [pain]. Swelling. Knee effusion [joint effusion]. Case: description: spontaneous report was received on (B)(6) 2013 from a physician's assistant regarding a (B)(6) female, (B)(6), with chondromalacia of both knees. The patient's medical history was significant for previous use of synvisc-one and pain. On (B)(6) 2012, the patient initiated treatment with synvisc one (hylan g-f 20) injection (route and dosage regimen not provided). The lot number of synvisc-one was not provided. Five days later, on (B)(6) 2012, there was excruciating onset of pain. On an unspecified date in (B)(6) 2012, the patient developed swelling and on an unspecified date in december 2012 the patient's knee was aspirated and the cultures were negative. The patient was treated with steroid, pain medications and non steroidal anti-inflammatory drug. The action taken with synvisc one treatment was not provided. As of (B)(6) 2012, the patient's swelling was better and pain was improving. The outcome for the event of knee effusion was not provided. Concomitant medications were not provided. The intensity for all the events was not provided. The relationship between synvisc one and all the events was not provided by the reporter.

Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2013. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any our of specification result is identified and mitigated. Data is periodically presented any reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: the benefit-risk relationship of the product is not affected by this report.